Manufacturer narrative:
The ge service rep conducted an onsite investigation. The interconnect cable and the generator battery pack were replaced. The climax coupling and the key in the universal joint were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.